Event description:
Report received of an unrequested bolus dose. The pump was returned to the central processing department with an unsigned note that stated, "the unit delivers a dose when the patient pendant cord is wiggled". The customer was not able to track the device to a patient, user, or nursing unit. Though requested, no additional information was available.